Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information received indicates the ipg depletion met physician expectations.

Manufacturer narrative:
Correction section h6 and b5: additional information was received the ipg met physician expectations.